Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding normally to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the bolus button was found to be partially lifted off the pump and there was evidence of moisture damage in the bolus button. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the pump was delivering insulin via audio bolus without the audio bolus button being pressed. The patient stated, she was unable to cancel the bolus because all the keypad buttons were unresponsive when pressed. At the time of the call, the patient reported a blood glucose reading of 90mg/dl. There was no mention of symptoms. There was no reported patient impact associated with this complaint.